Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Customer claims this ventilator stopped ventilating while on a pt, they claimed there was no audible or visual alarms. According to the hosp this ventilator was installed recently, they are requesting for field service to come in and take a look at this ventilator. They claimed there was no harm done to the pt, apparently there was a nurse or rt in the room when the incident happened and they were able to assist the pt."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. Carefusion has made several requests via e-mail to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of (B)(6) 2014, there has been no response from the user facility. The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. In addition, the carefusion field service rep performed a ventilator performance checks as requested by the user facility and found that the device was within specified ranges. Upon completion the device was released back to the customer ready to be placed back into service. Should add'l info became available a f/u medwatch report will be submitted. (B)(4).